Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103585.

Event description:
Related manufacturer report number: 3006705815-2023-04536. Additional information received reports that the patient underwent surgical intervention in which the ipg and leads were explanted. The leads were explanted due to ineffective stimulation. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention is pending to address this issue.